Event description:
It was reported that during an lv implant procedure, externalized conductors were observed on the rv lead via x-ray. No electrical anomalies were detected. Patient condition was good and patient will return for routine follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.